Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial#: (B)(6), h3: yes, d1: heartware ventricular assist system ¿controller 2.0, d4: model#: 1420, catalog#: 1420, expiration date: 31-jan-2025, serial or lot#: (B)(6), d9: no, h3: yes, h4: mfg date: 31-jan-2024, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows within the analyzed period and eight (8) low flow alarms logged since on (B)(6) 2024. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2024 at 13:31:20 and 19:29:47, and multiple event exceptions logged since 21/nov/2024, indicating an issue with the internal battery. In addition, log file analysis revealed that this controller was in use for more than two (2) years. Log file analysis associated with (B)(6) revealed one (1) controller power-up with associated pump start event was logged on 26/nov/2024 at 11:52:37. Review of (B)(6) data log file revealed that the controller was not in use prior to the event date; the first da ta point was logged on (B)(6) 2024 at 11:53:14, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Of note, alarm raw log file was unavailable for analysis. As a result, the report ed events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the reported controller power up event can be attributed to the initial programming of the controller and/or a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a second controller exhibited loss of power. The controller remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2018 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 31-jan-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows and the controller exhibited controller fault alarms due to internal battery end of life. The vad remains in use and the status of the controller is unknown. No patient complications have been reported as a result of this event.